Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged during a revision procedure. This lead was successfully repositioned during the same revision procedure. A day after revision procedure, it was noted that right ventricular pacing thresholds had been increased. A new chest x-ray showed lead dislodged and slack removed from lead. Lead was reprogrammed. Stated lead is going to be monitored closely. No additional adverse patient effects were reported.

Manufacturer narrative:
It was noted that the lead was discarded after the procedure and therefore would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which noted that the lead also exhibited pacing not delivered when required. A surgical revision was performed and the lead was explanted and replaced. No additional adverse patient effects were reported.